Manufacturer narrative:
Correction to section d9 and h3. The 26mm commander delivery system was returned inserted through a 14 fr esheath after procedural use. The device was unlocked at the default position with no flex and fine adjust used, as well as crimped thv over crimp balloon. A full loader assembly was over the flex shaft. Proximal balloon shaft slightly bent due to packaging. The returned commander delivery system was visually inspected, and the following was observed: two pin holes observed on crimp balloon on both side proximal to crimp zone; valve struts on outflow side are slightly distorted; microscopic view of the pinhole; no leakage observed at y connector. Dimensional analysis was performed, and the double wall thickness of the crimp balloon was measured. All measurements met specification. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual inspection. During manufacturing, the balloons are 100% inspected for any defects. The commander delivery system is 100% leak tested. Additionally, the work order underwent product verification testing as a requirement for lot release. All testing passed specification. These inspections during the manufacturing process and testing performed during the product verification make it unlikely that a defect in manufacturing contributed to the reported events. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event. A lot history review was performed and revealed no additional similar complaints for balloon leakage. A review of complaint history from january 2020 to december 2020 revealed additional similar returned complaints for the commander delivery system (all models and sizes) for balloon leakage. The complaints were confirmed, but no manufacturing nonconformities were identified during the evaluation. Available information suggests that patient factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon leakage was confirmed through the visual inspection of the returned device. However, no manufacturing nonconformance was identified during the evaluation (dimension measurement of the components was within their respective specifications). Based on the reviews of the DHR, lot history, and complaint history, there is no evidence to support a manufacturing non conformance contributing to the complaint. No IFU/training material deficiencies were identified. A review of manufacturing mitigations supported that the device has proper inspection in place to detect issues related to the reported event. It is unlikely that the delivery system left the manufacturing site with balloon damage, as the balloons are 100% visually inspected at several different steps throughout the manufacturing process and devices are 100% leak tested. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de airing, suggesting that there was no issue with the device when removed from packaging. Per report, 'valve was inserted through the sheath with slight resistance crossing it'. It is possible manipulation of delivery system was used to overcome the reported resistance and caused the valve struts distortion. Thereafter, the interaction of the crimp balloon and exposed apices found on the outflow portion could have caused the observed pinhole damage to the balloon material. As such, available information suggests that procedural factors (exposed apices of the valve/excessive manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative actions are not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in ireland, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the valve was inserted through the sheath with slight resistance.  Prior to valve alignment, blood was noted in the inflation device and a leak appeared to come from the y-connector. The balloon did not inflate with contrast. The delivery system was withdrawn through the sheath and a new system was used successfully with good valve outcome. The patient was stable post procedure and discharged home the next day. There was no leakage observed at back table.